Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found the insulation was breached from wrinkled/folded adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.